Event description:
Severe rash, highly raised, following use of product. Dose or amount: single patch application, frequency: one, route: transdermal. Dates of use: 2008. Diagnosis: back pain. Event abated after use stopped: yes.